Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had high blood glucose. Customer had calibration issues and stated that there was no problem with the insulin pump. She was having experiencing high blood glucose and knew not to calibrate when she has high blood glucose. Customer declined troubleshooting due to her insulin pump was with her health care provider to download information. Customer mentioned that she stopped using sensors about three weeks ago. Customer's past blood glucose was in the 300's mg/dl and current blood glucose was 400 mg/dl. Customer treated high blood glucose with the insulin pump. No further information provided.